Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 340 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010560, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010560 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l04857 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4m02483 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 11-dec-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4m02657 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 13-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l04834 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 27-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l04252 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 25-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m00059 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 07-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.